Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller reported patient's ins was dead and that they haven't been able to charge it for months. Caller had no further details and patient was not present during the call. Caller mentioned patient needed head MRI. Agent reviewed MRI scanning guidelines and suggested patient contact patient services if they wanted recharging troubleshooting assistance.